Event description:
A nurse reported that a patient was diagnosed with endophthalmitis following laser assisted cataract surgery in the right eye. Additional information was received from an ophthalmologist, who reported that the patient was referred to a retina specialist for an intravitreal tap and intravitreal injection. At the last follow up the patient had improved "dramatically."

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).